Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.